Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive results on a (B)(6) year old female with abdominal pain and discharge from recent surgical site. There was no additional patient information. The customer states that the patient was not pregnant due to result of urine test. The customer states that return product is not available for investigation. (B)(6). Samples collected and tested on (B)(6) 2017. The patient was not admitted, transferred to another hospital and the final condition of the patient is unknown. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 01/18/2018. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.